Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns. Guide cath: heartrail jr4. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. Additionally, factors which may contribute to resistance with a guiding catheter include but are not limited to, damage to the device, damage to the guiding catheter, size selection, and/or procedural technique. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a sampling of units is tested to verify product quality prior to lot release. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation; however, there was no note of any damage observed to the sds or stent implant during inspection prior to use, which suggests that a product deficiency did not contribute to the reported complaint. In this case, the lesion was described as 75% stenosed, which likely contributed to the reported failure to advance/cross the lesion and stent damage. It is most likely that the damaged stent struts interacted with the guiding catheter causing the resistance. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot, which could have contributed to the reported event. A query of the complaint handling database was performed and there were no other events reported for difficulty removing from the guiding catheter. There is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion was in the right coronary artery, with no calcification or tortuosity and a 75% stenosis. Predilatation was performed with a non-abbott balloon and the 2.5x23 mm xience v was delivered, but would not cross. Additional attempts were made to cross the lesion; however, these also failed. Resistance was felt during removal of the stent delivery system within the guiding catheter; however, the sds was removed outside of patient body successfully. After withdrawal, the proximal stent struts were found to be flared. A new xience v was deployed to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.